Event description:
Procedure type: sigmoidectomy. According to the reporter: after clamping sigmoid colon, the stapler was fired and the jaw was released. Only part of the sigmoid colon was stapled and the rest did not form a proper b-shape. The surgeon had to take out an additional stapler to finish the stapling, the sigmoid colon was clamped on both sides of the targeted area, so not a big problem occurred.

Manufacturer narrative:
(B)(4).